Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown osteonics scorpio knee. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
Additional devices listed in this report: cat 80-6407l scorpio nrg cr fem comp with ha size 7 lot code vk3mmax1x1r. Cat 82-6-0710 scorpio nrg x3 cr tibial insert #7 10mm lot code d52mmd. An event regarding revision surgery involving a scorpio baseplate component was reported. The event was confirmed based on the clinical study feedback form recording the revision procedure. Device evaluation and results: a photograph was provided in as part of an implant retrieval report that was performed by an external facility at request of the hospital. The photograph is of poor quality. No observations can be made on the component with the photograph provided. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for the lot. Conclusions: the reported revision surgery was confirmed based on the clinical study feedback form however the exact reason for the revision cannot be determined as no medical records were provided. Further information such as x-rays, operative reports, patient history, follow-up notes and evaluation of the explants are needed to complete the investigation for determining root cause.

Event description:
This patient is participating in the accolade ii clinical trial. The patient had a left knee revision which was not part of the study.

Event description:
This patient is participating in the (B)(6). The patient had a left knee revision which was not part of the study.